Event description:
Ous MDR - during a lead revision procedure the physician did not turn off therapy and the patient was shocked. After this procedure the device could not be interrogated. This device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis. The clinical observation was confirmed, the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to these damages of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. This occurred presumably during the shock delivered upon the surgery procedure mentioned in the complaint description. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. The final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.